Event description:
It was stated that the insulin pump screen went blank during the night while the customer was asleep. Troubleshooting was performed and the insulin pump screen remained blank. Advised the mother to have the customer discontinue using the insulin pump and revert to a back-up plan.

Manufacturer narrative:
The insulin pump had a blank display due to a broken component on the interface board.